Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and the root cause could not be determined; however, customer reported filling cartridge with cold insulin. Customer was instructed to fill cartridge with room temperature insulin per the user guide. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 145 mg/dl at time of event.